Event description:
It was reported that the surgeon released the micl 12.6 visian implantable collamer lens too quickly during insertion and the lens was inserted upside down. The lens was removed and the backup lens was inserted perfectly. There was no pt injury. The reporter stated the incident was due to a technical error.

Manufacturer narrative:
Evaluation codes: results: visual inspection of the returned product showed that a piece of a haptic plate was torn off and missing and there was a clear surgical residue on the lens.